Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument, and the user installed tip accessory. The broken piece was not returned and would have measured approximately 5.14mm x 4.46mm in size. The broken tip adapter made it difficult to install a tip and caused the tip to not be securely attached. A visual inspection was performed and found no external damage to the shaft. The housing was removed for inspection and found no damage within the instrument's housing. Input disks articulated with no issues. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, the monopolar curved scissors instrument's tip was broken, and the scissor could not be placed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip was noticed before the case.